Event description:
The customer stated she was taken to the emergency room for high blood glucose and the reading was 379 mg/dl. The customer stated her blood glucose levels had been high all day and she changed the infusion set in the evening. No bent or crimped cannulas were noted. The customer also stated that the screen on the insulin pump went blank sometime after changing the infusion set. Educated the customer on electrostatic discharge. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.